Event description:
Customer reported that she is unable to calibrate and she has difference between the sensor glucose reading and the blood glucose. Customer stated that the sensor was not detecting the increase and decrease in her blood glucose. Customer declined to troubleshoot as she has an appointment with the educator. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.